Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device stopped working during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. During the procedure inside the patient, the catheter stopped working and lost suction/vacuum. Upon inspection, it was noted that fluid was leaking from the valve that connects to the pump. The procedure was completed with another of the same device. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There was fluid in the boot when received. Numerous kinks were present throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was further reported that the lesion was located in the proximal tibial artery. The machine displayed an error and would not continue working with that catheter.